Event description:
Thyroid uptake system s/n (B)(6) was shipped on april 2016. The technician was performing routine calibration when the spring arm fell and hit the technician's leg, causing a bruise. No medical treatment was required. Discussion with user indicates that the technician routinely moved the arm up and down without releasing the locking mechanism. A replacement assembly was shipped and user instructed to return the defective part to manufacturer for engineering evaluation and identification of root cause. The collimator and arm weigh and spring arm assembly weigh 45 pounds, which has the potential for serious injury to either patient or operator.